Manufacturer narrative:
The manufacturing site received one used sample with tubing that is not manufactured by cardinal health attached and a label from the end user attached to the side of the barrel for evaluation. A visual inspection to the quality inspection standard was conducted. Visual inspection of syringe observed zero defects such as evidence of an occlusion of the syringe tip, malformed rubber tip, etc. The plunger was exercised with the tubing attached and confirmed to be difficult to exercise the plunger. The tubing was removed, and the plunger was exercised without difficulty. Without a known lot number, the device history record (DHR) cannot be reviewed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. As a result of the current investigation, there were no manufacturing-related issues confirmed in relation to the syringe assembly. A potential cause may be in relation to other apparatus used in combination with the syringe assembly. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a 60ml monoject syringe was used in a b braun pump for lipids and it failed to inject. They changed the pump and tubing, but the syringe still wouldn't inject properly. Per additional information received on september 8, 2022, the plunger was sticking. They had to get another set of lipids from the pharmacy to use in a different syringe.